Event description:
It was reported that the patient underwent a revision surgery of the stem and pyrocarbon head due to pain and reduced range of motion. Implant shown to be in an unsatisfactory position.

Manufacturer narrative:
Device will not be returned. When additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery of the stem and pyrocarbon head due to pain and reduced range of motion. Implant shown to be in an unsatisfactory position.

Manufacturer narrative:
Correction d4 lot/serial. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Photos of explanted devices are not sufficient to carry out product inspections. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.